Event description:
It was reported that the patient was experiencing overstimulation sensation. Patient had a fall and was experiencing discomfort at the implant site with symptoms of swelling. Patient was admitted to the emergency room (ER). Imaging showed no fracture or damage to the device. Fall was not device related per physician.

Manufacturer narrative:
Block B3: Exact date unknown, event occurred for months prior to the date the manufacturer became aware.